Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 108 mg/dl. The customer reported that pump has blank screen and the back of the pump has come off where the reservoir goes in the pump. Troubleshoot was performed and the customer reported has partial display. Customer states the pump was dropped. Customer reported that damaged occurred on the back of the pump near the drive support cap. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.